Event description:
Elderly male with acute sob (shortness of breath). Procedure: diagnostic heart cath. Upon removing the catheter from packaging, the catheter was kinked and unable to be used. 3 more catheters were the same with the same lot number. Catheters were stored on a shelf, in the original box.. Manufacturer response for catheter, intravascular, diagnostic, optitorque (per site reporter). Will obtain.